Event description:
A mayfield skull clamp was reported as not staying in position. The clamp moves while connected. The unit was in contact with a pt however, there was no injury. The unit would not stay locked in position. It is unk whether there was a delay in the procedure or the date of the event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.